Event description:
It was reported that there was a malfunction resulting in inability to switch ventilation modes as expected during a case. There was no patient involvement.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block d4 unique identifier:(B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
No repair information available. Block a: no patient information available after requests for information 08/31/2023 and 09/20/2023.